Event description:
Customer states "on unit 2nt, the pump didn't alarm, it just shut off" there was no report of pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
MFR report date: 03/05/2014. Internal file no: (B)(4). The reported "pump shut off without alarm" could not be confirmed. The pc unit event log contained several instances where an infusion occurred. The events began to occur on (B)(6) 2013. It was determined that none of the returned pump modules were attached to the pc unit on the reported date of (B)(6) 2013. Functional testing was able to replicate the channel disconnection events; the cause was determined to be a faulty female iui connector on the pc unit. A close examination of the connector noted a heavy contaminant film on each of the pins. The part was also separating at the ultrasonic weld junction causing an inadequate connection with the male mating connector. The root cause of the reported "pump shut off without alarm" could not be determined. The cause of the channel disconnects was determined to be contamination on the iui connectors.